Manufacturer narrative:
A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found that the main pump pressure was high. He adjusted the main pump pressure and the cell rinse levels. He then confirmed that the test and the instrument were performing within specifications. The issue was locally solved. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 11 patients' serum/plasma samples tested with tina-quant c reactive protein IV (crp4) assay on a cobas pure c303 analytical unit when compared to a cobas pro analyzer. Discrepant results for 7 patients' serum/plasma samples were provided. Sample 1: on (B)(6) 2024: initial result: 375 mg/l. On (B)(6) 2024: repeat result: 77 mg/l (tested on the same cobas pure). Sample 2: on (B)(6) 2024: initial result: 227 mg/l. 1st repeat result: 91 mg/l (tested on the same cobas pure). On (B)(6) 2024: 2nd repeat result: 88 mg/l (tested on cobas pro). Sample 3: on (B)(6) 2024: initial result: 147 mg/l. On (B)(6) 2024: repeat result: 56.5 mg/l (tested on cobas pro). Sample 4: on (B)(6) 2024: initial result: 13.9 mg/l. On (B)(6) 2024: repeat result: 11.1 mg/l (tested on cobas pro). Sample 5: on (B)(6) 2024: initial result: 634 mg/l. On (B)(6) 2024: 1st repeat result: 332 mg/l (tested on the same cobas pure). 2nd repeat result: 325 mg/l (tested on cobas pro). Sample 6: on (B)(6) 2024: initial result: 129 mg/l. On (B)(6)2024: repeat result: 52.7 mg/l (tested on cobas pro). Sample 7 was tested on (B)(6) 2024: initial result: 294 mg/l. Repeat result: 152 mg/l (tested on cobas pro). The repeat results were deemed to be correct.

Manufacturer narrative:
The crp4 reagent lot number was 772954. The expiration date was not provided. The customer stated that the issue was only visible with crp cassettes with fewer remaining tests. The sample probe was replaced during the last preventive maintenance performed on 21-mar-2024 and the cells are replaced every 4 months. The analysis of the provided gelog files revealed that the main water pump pressure was too high and frequent abnormal aspiration alarms indicated an additional preanalytic handling issue and an insufficient sample pipetting issue. The investigation is ongoing.